Manufacturer narrative:
Product analysis: the ibt returned has radial rupture of the balloon on the distal peak that transverses the full circumference of the balloon. This is can be caused by the balloon coming in contact with bone splinters in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # ke152, 510k #k123771 and UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from compression fracture and underwent balloon kyphoplasty(bkp) at t9-t11. During surgery, the balloon burst during inflation. The surgeon first removed some fractured bone with curette in t9 before ballooning. While ballooning, the inferior endplate broke. He immediately deflated the balloon and went to level t11 which he wanted to balloon as well with the same balloon. While inflating at level t11, the balloon burst. As a result, the surgeon performed vertebroplasty at t11. The product came in contact with the patient. No patient complications were reported.